Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the noisy image was due to a damaged charge coupled device unit. In addition, the shaved electrical contact of the video connector, and the peeled adhesive around the objective lens was due to damage or deterioration of the parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a shaved electrical contact of the video connector, a noisy image, and peeled adhesive around the objective lens. There was no patient involvement.